Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. Concomitant products : 4193-88, lead, implanted: (B)(6) 2008; 4568-53, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the device indicated elective replacement (eri) in less than three years; it had unexpected battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.